Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving dilaudid (hyd romorphone) (25 mg/ml at 6.7 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had their pump replaced in (B)(6) 2020 for normal battery depletion and then two weeks post surgery they got an infection in the pocket so the system was explanted. It was an emergency situation as the patient was rushed to the emergency room. The pump had been placed in the left buttocks area and it was a gram negative bacteria from the gastrointestinal tract that caused the infection. A rep was not present at the event and was not notified of explant at the time. It was unknown if there external factors, the event was over two years ago. The patient was in the hospital for seven days after the explant for treatment of the infection. A new system was placed today. The event had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# n120274026 implanted: (B)(6) 2007 explanted: (B)(6) 2020 product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.